Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) during basal and multiple intermittent occlusion alarms for the past few weeks. Customer stated they believe they are related. Customer reported blood glucose (bg) level was 200-400 (mg/dl). A bolus was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.